Event description:
It was reported that a catheter break occurred. The target lesion was located in the popliteal artery. An angiojet solent proxi was used for the thrombectomy procedure. Thrombolysis was performed and the catheter was withdrawn. The patient then underwent an angiogram and balloon angioplasty. After approximately 20 minutes, waiting for the lysis to work, the physician attempted to reinsert the angiojet solent proxi. However, it was observed the catheter had broken about seven centimeters from the tip. It was noted that the device was intact upon removal from the patient. The device was not able to be used so the procedure was completed with an alternative method. There were no patient complications reported.

Event description:
It was reported that a catheter break occurred. The target lesion was located in the popliteal artery. An angiojet solent proxi was used for the thrombectomy procedure. Thrombolysis was performed and the catheter was withdrawn. The patient then underwent an angiogram and balloon angioplasty. After approximately 20 minutes, waiting for the lysis to work, the physician attempted to reinsert the angiojet solent proxi. However, it was observed the catheter had broken about seven centimeters from the tip. It was noted that the device was intact upon removal from the patient. The device was not able to be used so the procedure was completed with an alternative method. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent proxi catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 37.5 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.